Event description:
It was reported that the left ventricular lead became dislodged. The lead was explanted. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Please note the correction for reference report number 2017865-2015-07563.